Event description:
Info was rec'd that reported a pt was hospitalized in 2008, due to incident of hyperglycemia. The rptr states the pt went to school the same day. At school, he began vomiting, his blood glucose was checked and it was >500 mg/dl. He was transported to the hosp. Upon admit his blood glucose was 725 mg/dl. He was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.